Event description:
Information received from the field notes that the patient was seen after complaining of sleeplessness due to shortness of breath. The patient was in atrial sinus rhythm. The device was previously programmed to vvi due to tracking of atrial fibrillation in the ddd mode. Attempts to restore dual chamber pacing were unsuccessful and loss of atrial capture and atrial sensing was noted. The device was pro- grammed back to vvir. No intervention was planned.